Event description:
It was reported to adac that during a collimator exchange, the collimator exchange stand did not lock in place properly. This resulted in the collimator exchange stand's front legs to slide off of the gantry while the collimator was resting on it. There were no injuries as a result of this event.